Manufacturer narrative:
No button error alarm noted. However, the insulin pump act and esc buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report a button error alarm. Customer's blood glucose reading was 590 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and will be returned for analysis.